Event description:
In 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra meter was powering off during use. The patient indicated that the alleged meter issue started on two days earlier at 10:00 am. On an unspecified date/time after the meter issue began, the patient developed symptoms dizziness and sweating. The patient claimed that as a result of the alleged meter issue, the patient skipped or stopped taking a usual dose of lantus insulin, 15 units. On original date at 11:30 am, the patient received assistance/advice from an unidentified health care professional (hcp). The patient's blood glucose was tested on a doctor's/clinic's meter and a result of "186 mg/dl." The patient denied receiving any additional medical treatment. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the follow conclusion: the patient reportedly developed symptoms which can be suggestive of hypoglycemia after the alleged meter issue began. However, the patient also reported a high result was obtained on an hcp meter, which would correlate with the patient not taking insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.